Event description:
On (B)(6) 2011 the device was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
To date, device remains in service. It has not been received at boston scientific. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up visit, this pacemaker was found to have a magnet rate of 100 bpm and a replacement procedure was scheduled in the near future. Before replacement, it was noted that the device was at beginning of life (bol), with the battery gauge full. The device was re-interrogated and it was noted to be at elective replacement indicator (ert). Premature battery depletion was suspected. The pacemaker was scheduled for replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.